Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. The pulse generator exhibited backup vvi operation. The device remained implanted and would be scheduled for a replacement due to a normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.